Manufacturer narrative:
Further information requested but was not received.

Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited loss of capture. No intervention was made. There was no patient consequences.